Manufacturer narrative:
The reported event was unable to be confirmed due to unavailability of medical record. Due to the valve serial number not provided, a lot history and device history review could not be performed, and therefore, a presence of manufacturing non-conformance (if any) could not be determined. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3/3u/3ur valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, edwards tavr sapien valve inside a previously placed edwards magna ease bovine valve. Because of a size mismatch and high gradients, the patient required a redo-surgical avr (savr). Patient prosthesis mismatch (ppm) typically refers to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. Per imaging evaluation, the sapien valve appears to be under-expanded due to the constraint of pre-existing surgical valve (edward magna ease) or oversized for the pre-existing surgical valve (edward magna ease). The under-expanded or oversized valve could reduce the eoa (effective orifice area), and suboptimal leaflets coaptation with blood flow obstruction across the valve, resulting in increased gradients or symptom of ppm (patient prosthesis mismatch). As such, available information suggests that procedural factors (under-expanded valve, oversized valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, the following post was made on social media, on occasion, a previously placed valve-in-valve tavr requires explanation due to stenosis, deterioration, or malfunction. The post went on to reference a specific patient with a photo, illustrating an intact edwards tavr sapien valve inside a previously placed edwards magna ease bovine valve. Because of a size mismatch and high gradients, the patient required a redo-surgical avr (savr). No other information could be obtained.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). In the aortic position, severe ppm is defined by an indexed effective orifice area of 0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment. The IFU cautions that residual mean gradient may be higher in a "thv-in-failing prosthesis" configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. In this case, investigation results suggest/indicate patient factors (valve in valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.